Event description:
The surgeon placed the stent into the pt in the main or in (B) (6) 2009 and upon follow-up cysto-ureteroscopy in the surgery center on (B) (6) 2009, he discovered that the stent had migrated up into the kidney. The stent was removed with no pt harm.

Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made. If further info becomes available, gryus acmi will continue the investigation and update the agency accordingly.